Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have had high blood glucose of 540 mg/dl due to taking medications. Customer also reported of having irritation at site. Customer had symptoms of nausea and feeling queasy. Customer treated high blood glucose with insulin pen. During troubleshooting, it was found that customer had a motor error alarm. Customer's blood glucose at that time was 239 mg/dl. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI; drive support cap appeared normal and customer was able to complete rewind process. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test and unable to prime during prime test due to faulty force sensor resistor, unable to perform the occlusion and excessive no delivery test due to motor error alarm and unable to prime; unable to verify absence of no delivery alarm complaint due to motor error alarm and pump unable to prime. However; the motor passed motor test. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window.